Event description:
It was reported that on (B)(6) 2010 a xience v stent was implanted in a proximal left anterior descending artery and approximately 20 months later, on (B)(6) 2012, there was in-stent restenosis found and on (B)(6) 2012 the patient was hospitalized. (B)(6) 2012 a coronary artery bypass graft (CABG) was done on the target vessel/target lesion. The symptoms resolved without an adverse patient sequela on (B)(6) 2012 and the patient was discharged on (B)(6) 2012. There was no myocardial infarction reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use (restenosed lesion). There were no reported product deficiencies. Stenosis/restenosis and surgical procedure (coronary artery bypass graft) are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. It should be noted that the IFU states, this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions.